Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date reported only as (B)(6) 2013. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: mfg investigation action was performed. The investigation of the complaint articles has shown that: based on the topography of the fracture surface, we can conclude that the va-lcp* was subjected to low dynamic bending loads (one sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implant*. The va-lcp* could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient had a fracture which was originally treated with a nail. A re-fracture of the site occurred on an unknown date in (B)(6) 2013 and was treated with a condylar plate. On an unknown date in (B)(6) 2014 the plate broke without any trauma, new plating using another manufacturer¿s product with a cement spacer was performed. The surgeon is waiting for another operation in september 2014 to achieve bone healing. This is report 1 of 1 for (B)(4).